Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) / lots of blood clots with pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t underwent essure confirmation test.". The patient's past medical history included anxiety. Concomitant products included citalopram hydrobromide (celexa). In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fatigue ("fatigue (lack of energy)") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)) and surgery (ablation). Essure was removed in (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, migraine, headache, nausea, dysmenorrhoea and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in essure insertion date: (B)(6) 2007. Removal date: (B)(6) 2008. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Events vaginal, menorrhagia, migraines / headaches, nausea, dysmenorrhea, fatigue. Abdominal & lower abdominal pain are added. Lab data updated. Concomitant & historical conditions drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.